Event description:
During an ercp procedure the physician used a cook endoscopy tracer hybrid wire guide. The wire guide was used with a balloon, sphincterotome and a cytology brush. As the balloon was withdrawn, it was noted that the wire guide coating had separated, but did not detach, exposing the core wire near the distal end. Post procedure, the pt's condition was reported as good.